Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had reported a problem with the premix cassette, indicating that it was not latching into the pump. Both pumps had been tried, and a high-pressure message appeared on one of the pumps due to the cassette's failure to latch correctly. There was patient involvement, and no harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review could not be completed as no serial number was provided.